Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (1mg/ml at 0.2mg/day) via an implantable pump. It was reported that the pump started eroding through the skin and then became infected. The patient was getting great pain relief and wanted to have the pump re-implanted once the infection was treated. He thought it was caused by her size, all the excess skin and tissue. It was related to her gastric surgery. He said he was going to consult plastic surgery when he does the re-implant. The patient consulted them today for the removal. The pump and a catheter portion were removed and discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. The patient was morbidly obese and had undergone gastric surgery relatively recently. She presented with multiple folds of fat, skin, and soft tissue.